Manufacturer narrative:
A bhr cup (74120148, 69229 sn: (B)(4)) and bhr head (74121142, 75320 ¿ details partially visually confirmed) were received in for investigation following revision due to elevated chromium and cobalt levels. During the revision the bhr head and bhr cup were removed. Production records were reviewed for the devices involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Visual analysis was performed on the returned devices. This identified a wear patch on the bearing surface of the head and discolouration to the bearing surface of the cup. Wear analysis of the head was performed and a maximum linear wear of 60.3 for the head could be measured. Wear analysis of the cup was performed and a maximum linear wear of 56.4 m, for a combined head & cup maximum wear of 116.7 m. Based on historic wear data, after 10.4 years in vivo, the combined maximum linear wear for this device is higher than the expected wear for a non-edge loaded smith and nephew large diameter metal-on-metal device. The position of wear on the acetabular cup shows that edge loading has occurred. The available medical documents were reviewed. The revision was done on (B)(6) 2017. (Almost 10½ years later) ¿clinical adverse event 03: revised due to elevated chromium and cobalt levels, onset (B)(6) 2015. Cobalt (wb) 2.2 nmol/l & chr 25.0 (B)(6) 2007 23.8 & 42. (B)(6) 2008 27.3 & 50.4 (B)(6) 2012 37.3 +29.2 (B)(6) 2012.¿ metal ion levels were not reported after october 2012 and the chromium had started coming down. No clinical/medical documents were provided with this complaint. Also noted the patient indicated 93% satisfied with hip as late as (B)(6) 2015. The study was terminated on (B)(6) 2017 with the removal of the prosthesis. The device was returned and the retrieval analysis supports that the wear was higher than expected and demonstrates edge loading which can be a source of increased metal debris with the information provided from the crfs of elevated metal ions that could indicate a reaction to metal debris and the reason for the revision however, the source cannot be confirmed. It¿s possible the edge loading was the source and could have led to the increased debris but without images it can¿t be concluded if this was due the implantation angle of the cup or possible migration of the cup over time or unrelated. With the lack of clinical/medical documents the root cause for this revision cannot be concluded. Based on this investigation the root cause of the reported revision could not be determined conclusively. However, the position of wear on the bhr cup indicated that edge loading has occurred, which would explain the wear observed. If additional information becomes available in the future, this case will be opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to clinical adverse event 02: patient is exhibiting symptoms of left hip trochanteric bursitis.